Event description:
Per facility patient came in for "disconnection on nimbus pump. There were 20 ml of chemo remaining in the pump's bag. The patient said that the pump shut off by itself which allowed her to think that all of the chemo was given. The battery was replaced on may 15th before the patient was connected. The initial reservoir was 100 ml over 46 hours. When our supervisor turned the pump on, the screen was showing that the treatment had been completed. FDA safety report ID # (B)(4).